Event description:
It was reported the patient was experiencing intermittent heating at the ipg site when the stimulation was in use, and not related to charging the ipg. The sjm representative met with the patient for reprogramming. It was reported the ipg may be in a superficial position under the skin.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.